Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack. The customer also reported that the insulin pump was beeping without an alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that they tried to insert a new battery but the insulin pump vibrated then the display was black. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to display anomaly. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, minor scratched lcd window and missing the display window cover.